Event description:
Reportable based on device analysis completed on 27-sept-2018. It was reported that crossing difficulties were encountered. Vascular access was located in the right artery. The 90% stenosed, 24x3.00mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion contained >45 and <90 degrees lesion bend. Following pre-dilation of a 2.5x15mm emerge leaving 70% stenosis, a 24 x 3.00mm rebel bms stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Returned product consisted of a rebel bms stent balloon catheter, mandrel and balloon protector. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed that the tip is damaged and the proximal end of the stent is damaged. The balloon is tightly folded and the stent is still tightly cramped on the balloon. Inspection of the remainder of the device presented no other damage or irregularities.